Manufacturer narrative:
Event date and if implanted, give date corrected from (B)(6) 2016 to (B)(6) 2016.

Event description:
Same case as: 2134265-2017-02485. It was reported that vessel dissection, stent migration and thrombosis occurred. The target lesions were located in the fist diagonal (d1) branch and the left anterior descending (lad) artery. The lesion was predilated with kissing balloons. A 2.75x16mm promus element¿ plus stent was advanced and implanted in the proximal lad. Post-dilation of the stent was performed with a 2.00x8mm emerge balloon catheter. A non-bsc stent was then advanced to the d1, however it could not cross the proximal lad. A dissection was then noted on the proximal end of the promus element¿ plus stent and extending into the distal lad. A 2.75x12mm promus element¿ plus stent was advanced to treat the dissection however it could advance and caused the 2.75x16mm promus element¿ plus stent to migrate distally. A 2.50x12mm promus element¿ plus stent was then advanced and implanted in the d1. Thrombosis was then noted in the lad and d1, which was treated with abciximab medication and timi 3 flow was re-established in all left coronary vessels. There were no further patient complications reported and the patient was in a stable hemodynamic position following the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as: 2134265-2017-02485. It was reported that vessel dissection, stent migration and thrombosis occurred. The target lesions were located in the fist diagonal (d1) branch and the left anterior descending (lad) artery. The lesion was predilated with kissing balloons. A 2.75x16mm promus element¿ plus stent was advanced and implanted in the proximal lad. Post-dilation of the stent was performed with a 2.00x8mm emerge balloon catheter. A non-bsc stent was then advanced to the d1, however it could not cross the proximal lad. A dissection was then noted on the proximal end of the promus element¿ plus stent and extending into the distal lad. A 2.75x12mm promus element¿ plus stent was advanced to treat the dissection however it could advance and caused the 2.75x16mm promus element¿ plus stent to migrate distally. A 2.50x12mm promus element¿ plus stent was then advanced and implanted in the d1. Thrombosis was then noted in the lad and d1, which was treated with abciximab medication and timi 3 flow was re-established in all left coronary vessels. There were no further patient complications reported and the patient was in a stable hemodynamic position following the procedure.